Event description:
It was reported that the plunger was difficult to maneuver. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.

Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the received complaint device the connector, catheter shaft, handle, steering mechanism, and electrodes appeared to be intact. The device met the curve and planarity specification. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. The reported event could be attributed to: - user error (including user technique and methods). - user expectation/anticipation of deflection feedback force. The instructions for use (IFU) state: - ep catheters should be used only by or under the supervision of an appropriately trained physician using proper procedures and techniques. - do not attempt to use the reprocessed ep catheter prior to completely reading and understanding the directions for use. - do not alter this device. - inspect the packaging and catheter for damage or defects prior to use. - avoid excessive torque, stretching, kinking and/or bending of catheter, as this may interfere with distal tip shaping or cause damage to internal electrode wires. - avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters. Handle catheter with care to avoid improper electrical functioning. - do not insert or withdraw the catheter without straightening the catheter tip. - use fluoroscopic guidance during catheter positioning. Storage and handling: - prior to use, store reprocessed ep catheters in a cool, dry, dark place. The reported event will continue to be monitored through post-market surveillance.